Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2008 and mesh was implanted into the patient. It is reported that the patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
It was reported that the patient underwent gynecological procedure and mesh was implanted along with vaginal hysterectomy/ bilateral salpingo-oophorectomy due to sui. It was reported that patient underwent the mesh revision/removal on (B)(6) 2008 due to pelvic abscess. It was reported that patient underwent the mesh revision/removal on (B)(6) 2008. It was reported that patient underwent the mesh revision/removal on (B)(6) 2009 for release of uterosacral suspension.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.